Manufacturer narrative:
On (B)(6) 2024, the user reported that the system showed sensor readings that were different from the glucometer measurements. A review of the data management system (dms) revealed that the sensor readings were noisy, and few calibrations were rejected. Based on initial escalation analysis a sensor replacement was approved due to the deviation in the system performance, and the sensor was requested for further analysis. Upon receipt, a visual inspection was performed, and no anomalies were observed. Testing of the returned sensor also did not reveal any malfunction of the sensor. However, a review of the sensor data in dms showed an instability in the reference channel which coincided with the sensor glucose inaccuracies observed. The potential root cause for such failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in-vivo state of the sensor hydrogel which is not reproduced in the lab. B4. Date of this report updated to 20 sepetmber 2024. B5. Describe event or problem updated. D9. Is this device available for evaluation? 29 august 2024. G3. Date received by the manufacturer? 23 september 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Event description:
On july 1, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.